Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) dropped to one and a half years when the device was just implanted a few months ago. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected as the power consumption was abnormally high. Ts discussed the root cause was unknown and could be a hardware malfunction. Technical services (ts) consultant recommended replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) dropped to one and a half years when the device was just implanted a few months ago. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected as the power consumption was abnormally high. Ts discussed the root cause was unknown and could be a hardware malfunction. Technical services (ts) consultant recommended replacement. The device remains in service. No adverse patient effects were reported. Additional information received reported that this crt-d and lv lead exhibited stable impedance at approximately 400 ohms during device interrogation in-clinic. However, on the date of the procedure, impedance measurements fluctuated from 450 ohms to low, out-of-range pace impedance measurements less than 200 ohms while the patient was lying flat. It was confirmed that the terminal pin was fully inserted into the header and the set screw was tightened. Visual inspection of the lv lead was unremarkable. Subsequently, the crt-d was explanted and replaced due to premature battery depletion (pbd), and the lv lead remained in service. Lv pace impedance after connecting the chronic lv lead to the new device was in the 400 to 1,000 ohms range, depending on the vector. No additional adverse patient effects were reported. This crt-d was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. Over time, this anomaly resulted in the reported clinical observations low out-of-range pace impedance measurements and premature battery depletion (pbd).

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) dropped to one and a half years when the device was just implanted a few months ago. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected as the power consumption was abnormally high. Ts discussed the root cause was unknown and could be a hardware malfunction. Technical services (ts) consultant recommended replacement. The device remains in service. No adverse patient effects were reported. Additional information received reported that this crt-d and lv lead exhibited stable impedance at approximately 400 ohms during device interrogation in-clinic. However, on the date of the procedure, impedance measurements fluctuated from 450 ohms to low, out-of-range pace impedance measurements less than 200 ohms while the patient was lying flat. It was confirmed that the terminal pin was fully inserted into the header and the set screw was tightened. Visual inspection of the lv lead was unremarkable. Subsequently, the crt-d was explanted and replaced due to premature battery depletion (pbd), and the lv lead remained in service. Lv pace impedance after connecting the chronic lv lead to the new device was in the 400 to 1,000 ohms range, depending on the vector. No additional adverse patient effects were reported. This crt-d was returned for analysis.